Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this complaint. If additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no; h6: type of investigation code updated to 3331: analysis of production records; h6: type of investigation code updated to 4110: trend analysis; h6: type of investigation code updated to 4109: historical data analysis; h6: investigation findings code updated to 3221: no findings available; h6: investigation conclusions code updated to 4315: cause not established;

Event description:
The patient underwent a revision surgery on (B)(6) 2023 due to a suspected loosening of their 17x120mm modular collar cemented segmental stem. During the revision surgery, the patient's distal femoral replacement system was revised to a total femoral replacement system. During the revision surgery, the patient's modular collar cemented segmental stem was explanted and a male-female midsection, male-male midsection, and proximal femur were implanted. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
The patient underwent a revision surgery on (B)(6) 2023 due to a suspected loosening of their 17x120mm modular collar cemented segmental stem. During the revision surgery, the patient's distal femoral replacement system was revised to a total femoral replacement system. During the revision surgery, the patient's modular collar cemented segmental stem was explanted and a male-female midsection, male-male midsection, and proximal femur were implanted. No additional information regarding this adverse event has been provided.